Event description:
It was reported that after the implant procedure, the lead was pacing intermittently. X-ray confirmed the lead had dislodged. The lead was repositioned and an attempt was made to reconnect the lead to the device, but the wrench would not engage. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found. It was noted a part was missing on the set screw.